Event description:
It was reported that the slots on the battery charger (bch) and batteries were not charging. The patient initially stated that the slots on the battery charger were not working, and the battery charger was replaced. A few days later, the patient reported issues with the batteries. The site tested the equipment, and found the batteries did not charge correctly. Two showed flashing red and one showed flashing yellow. The site was unsure about the function of the battery charger. The batteries were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ battery charger d4: model #: 1610 / catalog #: 1610 / expiration date: 12-aug-2021 2021 / serial#:(B)(4) UDI #: (B)(4) d9: yes, return date: (B)(6) 2023 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h4: mfg date: (B)(6) 2020 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02003 h6: FDA device code(s): a070603 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: 1610 / catalog #: 1610 / expiration date: 31-jan-2023 / serial#: bat954070 UDI #: (B)(4) d9: yes, return date: (B)(6) 2023 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h4: mfg date: (B)(6)2022 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: 1610 / catalog #: 1610 / expiration date: 31-jan-2023 / serial #: (B)(4) UDI #: (B)(4) d9: yes, return date: (B)(6) 2023 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h4: mfg date: (B)(6) 2022 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: one (1) battery charger (B)(6) and three (3) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned battery charger revealed that the device passed visual inspection and functional testing; all four ports of the battery charger were able to charge test batteries with no abnormalities observed. Failure analysis of (B)(6) and (B)(6) revealed that the devices passed visual examination. Functional testing revealed that both batteries were unable to charge due to a flag. Further analysis revealed that the flags were due to an over-voltage fault by the analog front end (afe) integrated circuits that were triggered when a cell pair increased above the voltage threshold. When an over-voltage fault occurs, the batteries are unable to charge but can still provide power. The flags were removed by allowing the batteries to discharge, causing the voltage to decrease below the voltage threshold. Failure analysis of (B)(6) revealed that the device passed visual inspection. Functional testing revealed the battery was able to charge and provide power to a controller; however, the battery was unable to properly communicate with the test equipment, indicating a fault with the main integrated circuit (ic). The battery was reset, after which it was able to properly communicate with the test equipment. A review of the battery's internal log revealed that a cell pair, at one point in time, passed the voltage threshold. When this occurs, the battery will not charge until the voltage decreases below the threshold. However, the battery was received with no flags enabled. Internal inspection of the devices did not reveal any anomalies. If a battery with an over-voltage fault flag enabled remains connected to the battery charger, the battery charger led status indicator will flash red after 8 hours due to a charge time-out. As a result, the reported batteries not charging and flashing red events were confirmed. The reported battery charger not charging and flashing yellow events could not be confirmed. The most likely root cause of the reported batteries not charging event can be attributed to an overvoltage fault by the analog front end (afe) integrated circuit. A possible root cause of the cell over voltage flags can be attributed, but not limited to a fully charged battery connected to a battery charger. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the observed inability of (B)(6) to properly communicate with the test equipment event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. (B)(6) is in scope of fa1265, which was initiated for batteries with electrical faults. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): b01 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): b01 h6: FDA results code(s): c020701 h6: FDA conclusion code(s): d02 d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): b01 h6: FDA results code(s): c02, c020701 h6: FDA conclusion code(s): d01, d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.